Event description:
It was reported that a patient underwent a gynecological procedure in 2007. During the procedure, the motor drive unit would not drive the disposable handpiece on lower powers. There was no adverse patient consequence reported.

Manufacturer narrative:
Date sent to the FDA: 11/09/2007. Conclusion - the report that the unit will not drive the disposable on lower powers was not verified. No rotation issues at lower speeds were found and the voltage and motor rpm were checked. However, further investigation found that the pcba was defective which caused the motor to start when the start button was pressed and the toggle switch was set to the "gynecare x-tract" position.